Event description:
It was reported that the twinfix broke while taking out. It is unknown whether the event happened during surgery and if there was a patient involvement. A delay shorter than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.a review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. The twinfix ti 5.0 ultrabraid instructions for use warns, ¿hard bone conditions require preparation by predrilling the insertion site to reduce the potential of torsional overload. Predrilling extracts the core diameter of the suture anchor and creates a countersink broach for insertion of the device tip. Predrilling with the appropriate drill bit is the preferred method of site preparation.¿ a review of the twinfix ti 5.0 ultrabraid risk management files was performed and found multiple line items addressing this failure mode. No containment or corrective actions are recommended at this time.